Event description:
It was reported that during an unknown procedure a device was reported to fire the clip but not closing them. Another device opened which worked fine. It is unknown if device was test fired outside of patient. It is unknown if any unusual noise heard or force to fire. Further info requested from surgeon. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.